Event description:
It was reported by the customer that when using the bd pyxis¿ es server , the server was unable to be login by all users. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that no devices were missing from the server application. A technical support specialist (tss) confirmed that no devices had been deleted from the server recently. The extract, transform, and load (etl) process was failing because the database log file for ds (database) server reports was full. The log file size had reached issue appeared to be due to insufficient local disk space on the database server. Despite this, ds server reports database and log backups were running properly, as confirmed by data in the master database. This issue also impacted server data synchronization and adt (admit, transfer and discharge)/ pharmacy information system messages, preventing any transactions from being processed through the ds server oltp (online transaction processing) database. The carefusion coordination engine databases resided on the same data base server, which also appeared to be configured as a structured query language failover cluster. The customer¿s database administrator needed to either provide access to the local file system on the server. Although the extract, transform, and load process was completing consistently, the tss applied the knowledge article (medstation es ¿ esr 1.19.4 tempdb bloat due to large dsserverreports database) to resolve the issue and prevent its recurrence. Upon checking, the ds server oltp log file size remained at 40 gb, with only 3.39 mb of available space. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server , the server was unable to be login by all users. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.